Event description:
Caller reported that a cartridge alarm 20 occurred on two consecutive occasions, specifically on (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, technical support confirmed the consecutive cartridge alarms and decided to replace the pump. No additional issues were referenced regarding this pump from prior reports.